Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported touchscreen failure. It is unknown if the device was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
MFR received date: 14 aug 2019. Date of report received: 27 aug 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen and calibrated the screen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.